Event description:
The recipient suffered a hit and a head injury that exposed the implant housing. A repositioning surgery has been performed on (B)(6) 2024. The recipient was seen for a follow-up. Imaging has been performed showing several channels being extra-cochlear. Reportedly, no imaging has been done prior to the intervention on (B)(6) 2024. Another revision surgery was performed on (B)(6) 2025 to re-insert the electrode. The implant was removed, the area was cleaned and the implant was reinserted by means of a posterior tympanotomy (previously it had been done through an endomeatal approach). The recipient was seen for a follow-up on (B)(6) 2025 where he showed good performance with the device. However, in (B)(6) 2025 the device extruded again and revision surgery is scheduled for (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient suffered from an impact to the head causing an extrusion of the device through the skin. A revision surgery was performed. Post-operative imaging showed that the electrode was likely pulled out of cochlea during the revision surgery. Another revision surgery to re-insert the electrode was performed successfully. However, during this second revision surgery the surgeon removed the implant, cleaned the implant area and re-inserted it, which constitutes an abnormal use. Further, 1 channel was affected afterwards likely due to a damage to the active electrode. Reportedly the device extruded again and was therefore explanted. Device investigation revealed damage to the active electrode likely caused by device minute mobility. In addition the magnet force was found slightly out of specification, however no information on a possible magnet resonance imaging or similar has been received. Apart from that the magnet works within specification. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The recipient suffered a hit and a head injury that exposed the implant housing. A repositioning surgery has been performed on (B)(6) 2024. The recipient was seen for a follow-up. Imaging has been performed showing several channels being extra-cochlear. Another revision surgery was performed on (B)(6) 2025, to re-insert the electrode. The implant was removed, the area was cleaned and the implant was reinserted by means of a posterior tympanotomy (previously it had been done through an endomeatal approach). The recipient was seen for a follow-up on (B)(6) 2025, where he showed good performance with the device. However, in (B)(6) 2025 the implant housing extruded again. The skin has again opened behind the ear, as reported in (B)(6) 2025. The device was explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from an impact to the head causing an extrusion of the device through the skin. A revision surgery was performed. Post-operative imaging showed that the electrode was likely pulled out of cochlea during the revision surgery. Another revision surgery to re-insert the electrode was performed successfully. However, during this second revision surgery the surgeon removed the implant, cleaned the implant area and re-inserted it, which constitutes an abnormal use. Further, 1 channel was affected afterwards likely due to a damage to the active electrode during the revision surgery. Reportedly in (B)(6) 2025 the device extruded again and another revision surgery was performed. The device remains implanted and in use.

Event description:
The recipient suffered a hit and a head injury that exposed the implant housing. A repositioning surgery has been performed on (B)(6) 2024. The recipient was seen for a follow-up. Imaging has been performed showing several channels being extra-cochlear. Another revision surgery was performed on (B)(6) 2025 to re-insert the electrode. The implant was removed, the area was cleaned and the implant was reinserted by means of a posterior tympanotomy (previously it had been done through an endomeatal approach). The recipient was seen for a follow-up on (B)(6) 2025 where he showed good performance with the device. However, in (B)(6) 2025 the implant housing extruded again. A further revision surgery was performed on (B)(6) 2025.